Event description:
It was reported that after an ablation of the posterior tibial artery, a 3.5x20 empira nc ptca balloon catheter burst at 14 atmospheres (atm). Upon removal of the balloon via a 6f 25cm sheath in the right femoral artery, the balloon got stuck and subsequently could not be retrieved form the sheath. While pulling on the hub, the balloon crinkled, and the tip separated from the shaft. The distal marker of the balloon was in the vessel (right femoral artery) and the proximal marker was in the tissue tract. The guide wire was left in place and surgery was required to perform a cut down (extended the entry site) and to remove the tip of the balloon from the pt's groin. Attempts were made at removing the portion of the balloon under fluoroscopic guidance. Only one of the marks could be removed, for which the incision was extended further and dissection was carried down to reach the edge of the femoral artery. The remainder of the ruptured balloon was removed along with the wire. A suture was used to repair the small puncture in the femoral artery. The right posterior tibial vessel was calcified and had proximal eccentric 70 percent stenosis. The empira was first inflated at 4 atm, which reduced the 70 percent stenosis to less than 5 percent residual. It was reported that during the last inflation, the balloon ruptured at the distal end, making the balloon "rigid" and difficult to remove. There was no resistance/friction when the device was inserted into the sheath. There was no difficulty advancing the device through the vessel or crossing the lesion. Excessive torquing was not required and the catheter was never in an acute bend. The device was prepped normally. No kinks or other damages were noted prior to inserting the product into the pt. There were no difficulties removing the product from the hoop, removing the protective balloon cover, removing the stylet, or any of the sterile packaging components. The device is expected to be returned for analysis. The pt is now fine and able to resume normal activity.

Manufacturer narrative:
Manufacturing records were reviewed and there is no objective evidence to suggest that the device may have been released with nonconformities related to the nature of this complaint. The device met specifications prior to distribution. Analysis of actual device is pending.